Event description:
It was reported that this inflatable penile prosthesis (ipp) had a crack in the pump tubing resulting in fluid loss. The ipp was explanted and replaced. There were no patient complications reported.